Event description:
Customer reported test strip label is incorrect and there are only a few characters listed on the black and white label on one bottle. Customer stated another package contains the expiration date, catalog numbers, control ranges, and verified coding. No treatment. A request was made for return product and replacement product was sent.